Event description:
Used thermacare back pain therapy heat wrap for 6 hrs as directed, experienced sunburn and rash like side effects the next day. How was it used or taken? Topical. Therapy duration: 6 hour. Reason for use: back pain.